Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device. On (B)(6) 2023, the cgm was displaying 52 mg/dl. The patient drank juice based on the cgm value thinking they were low. The patient started to vomit and checked a bg and it was 310 mg/dl. The patient went to the hospital emergency room and was treated with unspecified hydration. The patient was admitted to the hospital and was discharged on (B)(6) 2023. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.